Event description:
Implantation; egps was moved into position. Dr. (B)(6) completed landmark checks by selecting the desired level and using the chicken foot to probe the sps and laminas. We then advised dr. (B)(6) to use the fluoro image selector to visualize the fluoro images rather than the CT. The fluoro images showed the correct position for the screw for l3 so dr. (B)(6) proceeded with implantation. Screw preparation consisted of a 4.5mm hs drill, tipped quartex drill, followed by the screw. Between each instrument dr. (B)(6) used a ball tip probe to check to make sure the screw never breached the pedicle and stemmed the screw once placed. After removing the egps we noticed that s1 screws were placed too far superior in lat x-ray aiming towards the disc space so dr. (B)(6) immediately removed the screws. He then moved the screws down inferiorly on the plan and checked their position on fluoro view. He then re-implanted the s1 screws into the correct desired positions without re-registering. All screws were confirmed accurate with fluoroscopy and neuromonitoring. After the case and prior to the second case, I urged him to wait a few seconds after the movement meter drops to 0% prior to taking shots for registration.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.